Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? Please explain the consequences - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any additional tissue damage as a result of searching for the needle piece? - is there any plan in place to remove the needle piece in the future? - if yes, please provide the scheduled date. - what tissue structure the broken needle was located? - what is the surgeon's opinion of consequences to the patient? - in the attached photos, there are two products: one with a broken needle and the other with a cut suture. Could you please confirm if there was an issue with the second product in the photo? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. Surgeon was performing an anterior wall repair; first suture was placed and when they placed the second suture, the doctor heard a click sound. The needle broke off. The doctor felt no resistance that could have caused this, they immediately attempted to retrieve the broken piece of the needle. Two additional specialists were called in to assist with locating the needle, this added +/- 1-hour extra theatre time and they were still unable to retrieve it. X-rays were taken and it was visible, but the needle could not be retrieved, follow up x-rays have been scheduled with the patient on (B)(6) 2024, to see if the needle has migrated. The doctor will schedule another x-ray in a month's time and thereafter, three months. Should the needle be found to have not migrated, the doctor will then decide on the time frame that the patient needs to come in for x-rays. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a box with product code v603h and two needles, one apparently complete and the other broken with a fragment of suture. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was more than half the needle retained in the patient? What tissue was being sutured when the event occurred? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/12/2024. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: the surgeon has declined to answer the follow up questions to aid with this investigation. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece that pertain to product code v603h was received for analysis. In order to evaluate the conditions of the sample, no breakage needle was found. The swage area was noted with marks by a surgical instrument. The needle was tested by resistance test and met the requirements. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. In further investigation, it was found that the second needle was forwarded for further analysis due to the needle breakage. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product received for analysis was identified as product code v603h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. Visual inspection and metallurgical analysis were performed on the returned product. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture were observed coincidental and provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.